Manufacturer narrative:
Follow-up #1: date of submission 03/09/2017 device evaluation: the device has been returned and evaluated by product analysis on 02/17/2017 with the following findings: the pump was returned with moisture behind the display lens. A review of the black box indicated evidence of short battery life with voltage drops starting on (B)(6) 2017. All current draws were found to be above specification; the complaint was duplicated on investigation. The pump cover was removed, revealing moisture on multiple internal components. Unrelated to the original complaint, investigation revealed that the battery compartment was cracked in two places and leak testing revealed a battery compartment leak. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life with moisture) issue. Reportedly, the pump was experiencing a short battery life issue with multiple batteries, and there was moisture behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.